Event description:
A customer reported that the adc device detached prematurely on the second day of wear after being exposed to moisture. The customer became hypoglycemic and required the treatment of fruit juice by friends. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date of event is unknown. The date entered is per the customer's report of "10-15 days [before case awareness date]. All pertinent information available to abbott diabetes care has been submitted.